Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the problem occurred due to purge issue. A technical support specialist reached out the customer with findings and customer gave permission to close the case. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patient orders were taking more than 20min to cross over to device. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.